Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were informed by their physician that their implantable cardioverter defibrillator (ICD) is ¿not strong enough¿ and ¿not proper electrical impulse to the other side of the heart.¿ the patient experienced dizziness, ¿water in the lungs and water in legs,¿ muscle soreness, and high blood pressure that was treated with metoprolol. Additionally, the patient also said they noticed their ¿heart rate drop as low as 59.¿ the patient was treated with medication for their high blood pressure. The ICD remains in use. No further patient complications have been reported as a result of this event.